Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2012 follow-up, the first measured atrial lead impedance value was >3000ohms, while subsequent measurements were within normal range. This observation was also made at previous device's follow-ups. An explanation is requested.